Event description:
The customer reported that the system locked up, forcing the customer attempted to reboot. No death or serious injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.